Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due increasing high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 351 mg/dl. Customer reported symptoms of vomiting and not feeling well prior to the hospitalization. Customer was treated with insulin through IV at the hospital. Customer's mother also stated that the customer's bicarbonate and ph levels were off and he was given medications to bring them down to a normal level. Customer's current blood glucose reading is 235 mg/dl. No further information reported.